Event description:
Reporter indicated that the programming handheld device could not be used, because an error message would be obtained that would not allow the user to proceed further. The handheld was received by the manufacturer for product analysis with the main battery depleted. As a result, the v6.1.7 software was no longer installed in the handheld device and the reported complaint could not be verified. An analysis performed on the returned flashcard was unable to identify any anomalies that could have contributed to the reported complaint. During the analysis, it was identified that the flashcard contained two different versions of databases. The most likely cause for identified anomaly is associated with the flashcard being inserted into the handheld after it had been upgraded to v7.1. No other anomalies were identified.